Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During a left hip revision, when the sales rep went to open the implant ((B)(4)) he was unsure of the sterility, so the implant was not used and another one was used to complete the case.

Manufacturer narrative:
An event regarding packaging damage involving a gmrs proximal femoral component was reported. The event was confirmed. Method & results: device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing the flanges of the outer blister to fracture. Medical records received and evaluation: not performed as the event is related to a packaging issue and no adverse consequences to the patient were reported. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling during transportation/storage. No further investigation for this event is required at this time.

Event description:
During a left hip revision, when the sales rep went to open the implant (6495-1-101) he was unsure of the sterility, so the implant was not used and another one was used to complete the case.